Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the proglide devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The seven other perclose proglide devices referenced are being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement with eight proglide devices were attempted in the calcified right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. Reportedly, a cuff miss occurred with all eight proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number changed from 5113041 to 6020141.